Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 420 mg/dl, and ketones reached 3.4 mmol/l (61.2 mg/dl) while wearing the pod between 37 and 48 hours. When the pod was removed from the infusion site (arm) the cannula was found bent. The patient was treated with intravenous fluids, saline solution, insulin and a new pod was placed. The patient was released the following day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported dka. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.